Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) experienced cardiopulmonary arrest. This clinical event occurred after this ICD had reached end of life (eol) and subsequently reverted to storage mode. The physician elected to explant and replace this device with a similar ICD. There are no complaints from the field regarding a device malfunction.